Event description:
During routine preventive maintenance, a contaminated internal transducer (blood-contaminated) was found on a baxter 1550 hemodialysis machine. This is the 2nd occurrence in about a month. Rptr believes the tubing is the problem. The external transducer is attached to the tubing. If the external transducer malfunctions, blood spills over, gets through external transducer and tubing and can contaminate the internal transducer.